Event description:
Discrepant results when compared with the lab. The following results were reported: see scanned table.

Event description:
Discrepant results when compared with the lab. The following results were reported: see scanned table.